Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the patient's infusion device went into stop mode without first providing an alert or error message. On (B)(6) 2012, the patient's blood glucose level was 100 mg/dl at 12:00am. At 2:00am, the patient's parents saw that the pump mode was again in stop mode. The patient's blood glucose level was 175 mg/dl and correction was made via the infusion device with a bolus of .0.8 units of insulin. At 3:30am the patient's infusion device displayed e4 (occlusion error) and her blood glucose level was over 300mg/dl. The elevated blood glucose level was successfully corrected via the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.